Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. However, a follow up was made to the customer to obtain the status of the iabp. The customer reported that they replaced the executive processor board and hasn¿t had any further issues with the unit. Moment. The iabp unit has been returned to clinical use.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, the iabp keypad locked up and alarm sounded while trying to put the patient on the pump. The customer removed unit from the patient and started therapy with an alternative iabp. There was no patient harm or adverse event reported.